Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold and tool damage to the top and bottom covers, in addition to an extruded contact pad at an electrode. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed a severely corroded electrode within the electrode pocket. System lock was verified. The device passed some of the electrical test performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis of the electrode pocket revealed corrosion of electrode wires. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3 & d.6b the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.